Event description:
Boston scientific received information that during a recent change procedure, this device was used prior to the boston scientific sales representative (sr) getting the chance to program the device. The sr connected the device to the pacing system analyzer (psa) to the left ventricular (lv) lead to pace, then disconnected the right ventricular (rv) lead from the previous device and connected it to this device. When this was done, the lv pacing was lowered and the rv pacing did not work. The sr checked the programming and changed it to work appropriately. Once this was done, all pacing resumed. It is believed that the physician likely did not have the distal setscrew fully tightened down. To date, no adverse patient effects have been reported.

Event description:
New information became available that at the implant procedure, it was determined that the setscrew was not fully tightened, after the setscrew was tight, there were no further issues. The patient was seen at a post operative check one day after implant and was fine. There was never any loss of critical therapy.

Manufacturer narrative:
The device remains implanted.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.